Manufacturer narrative:
Initial reporter phone number exceeded character limit: (B)(6). Based on all the available information boston scientific confirmed the allegation that the device was difficult to deploy, which was due to the finding of the guidewire luman detached from the distal tip. The cause was determined to be component failure as the bond between the guidewire lumen and the catheter tip failed. The failure of this bond would also be the cause of the catheter's inability to deploy the array. Additionally, excess flush tubing was found inside the catheter's shaft. While the excess tubing would not cause a detached guidewire lumen, it can increase friction inside the catheter shaft which can increase the forces acting on the guidewire lumen.

Event description:
Reportable base on analysis completed on 11jun2024. It was reported that during a pulsed field ablation procedure using a farawave catheter they became unable to deploy the catheter. During the approach to the ripv they realized they were no longer able to deploy the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis. Investigation of the returned device revealed that the guidewire lumen detached from the tip of the catheter array.